Event description:
It was reported that an unspecified capture issue was noted on the patient's left ventricular (lv) lead. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.